Manufacturer narrative:
Device evaluation of monitor 07160725 has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.